Manufacturer narrative:
The adverse event 'bleeding per urethra after catheterization' is deemed serious as it may require a surgical or medical intervention to preclude a more serious consequence for the pt. From a clinical perspective, a causal relationship between the catheter and the event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. Reported to the FDA on (B)(4) 2013.

Event description:
Reported by the complainant as follows: 180 medical reports pt called reporting has lots of bleeding with gentlecath. Number 501014 unit of 20, lot 120654.